Manufacturer narrative:
Date of event: exact date unknown, event occured about two months ago from (B)(4) 2021 fax notes. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5085450.

Event description:
It was reported that the patient had a significant pain due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.